Manufacturer narrative:
The cpu(central processing unit) (pcba, cpu, v680) was returned to failure investigation (fi) for evaluation. No anomalies noted. The returned cpu assembly will be installed into a good test ventilator unit. The unit will be booted into normal operation mode and check for alarms and errors. No errors found. The reported problem could not be reproduced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15sep2020.

Event description:
The customer reported backup alarm failed error. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. It was also observed that the power on/off (light emitting diode) led was not illuminated. The manufacturer¿s international service technician replaced the defective cpu (central processing unit) and power switch overlay to address the reported problem. The unit successfully passed the required performance verification test.